Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
During preparation for an unknown procedure, foreign matter was found. This 330cm rotawire was selected for preparation; however there was a sticky substance on the proximal end. It was noted that the physician was not comfortable using this device to completed the procedure. This occurred outside of the body with no patient contact. The procedure was completed with another of the same device.

Event description:
During preparation for an unknown procedure, foreign matter was found. This 330cm rotawire was selected for preparation; however there was a sticky substance on the proximal end. It was noted that the physician was not comfortable using this device to completed the procedure. This occurred outside of the body with no patient contact. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device found that there was no " sticky substance" observed. A visual and tactile inspection was performed and the device appears visually correct and does not present indication of any defect or anomaly. All the outer diameter measurements are within the specifications the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause was unable to be determined. (B)(4).